Event description:
It was reported that the bladder of a small volume infusor ruptured during filling at the hospital. It was further stated that the bladder ruptured when the pharmacist was adding 5fu(50ml) and 5% dextrose solution(32ml). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between february 05, 2020 - february 06, 2020. H10: the device was received for evaluation. A visual inspection was performed and noted the bladder has been ruptured. The bladder was examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.